Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the seal on a bd 20ml syringe luer-lock¿ tip bulk sterile convenience pak was found slightly cracked open on the bottom side of the tray breaking the sterile barrier. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: our quality engineer visually inspected the returned unit and confirmed the tray was cracked. A quality alert has been issued to manufacturing associates to address occurrences of this nature. Based on the description received the cracked trays were confirmed since samples were received showing the defect above described. Defect was duplicated by dropping trays to the floor and damaging the upper corners. Thus incorrect handling is a potential cause for this damage. No findings in qns/ncmr/DHR about the lot number 7269924 were found. This is considered an isolated issue. Lot no #: 7269924 catalog #: 305617 quantity produced: 86,420 pcs. 20ml syringe tray (p/n 500014780) used is 2017463 for lot 7269924. No qn¿s were found for lots 2017463 in sap and incoming inspection records. During the manufacture of this product, 100% visual inspection is performed after the tray sealing process looking for any damage in the trays. During the 100% inspection no indication of cracks or damage was detected by our operators. A quality alert #107 was issued for the above described defect to bring awareness to all personnel involved in the convenience area to prevent mishandling during the packaging and the sealing process. The barrier height will be increased to prevent trays from falling off to the floor. Any trays dropped will be scrapped. Incoming inspection will be notified about this defect in case of any supplier process change. Also, some cushioning material will be added to the barrier to prevent damage to the trays. The cracked trays may be potentially caused by mishandling after the sealing process. The operator is putting the sealed trays on the conveyor, but sometimes the barrier of the conveyor is not high enough to keep the trays in place so that there are some trays falling off to the floor during the loading of trays over the conveyor. A risk assessment was performed obtaining the result of severity s1. No CAPA will be initiated at this time.